Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was discarded.

Event description:
It was reported that the patient experienced ketoacidosis and elevated blood glucose of 490 mg/dl as a result of a bent cannula. The patient was hospitalized for an unrelated surgery at the time of the event and the bent cannula was noticed by the doctor. The patient was treated with insulin.